Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this instance, it is likely that interaction with the heavily tortuous and moderately calcified lesion contributed to the reported failure to advance. Further, this interaction with the anatomy/lesion may have resulted in disruption of the stent implant on the balloon, such that during retraction of the stent delivery system (sds), the stent dislodged and migrated to the peripheral iliac artery. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The stent was eventually retrieved from the patient anatomy using a snare device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Based on the information provided, the failure to cross and stent dislodgment appear to be related to operational context.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the left anterior descending artery with heavy tortuosity and 90% stenosis. After pre-dilating the lesion, the xience v stent delivery system (sds) was advanced, but was unable to cross. When the sds was removed, the stent implant was observed to be missing. Angiography revealed that the stent had dislodged and migrated to the peripheral iliac artery. A snare device was used to retrieve the stent from the patient. A non-abbott stent was implanted to successfully complete the procedure. There were no adverse patient effects reported. No additional information was provided.